Event description:
It was reported the lead alert triggered due to high pacing lead impedance with oversensing and noise. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): performance data were collected from the device and analyzed. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The alert was for right ventricular bipolar lead impedance greater than 3000 ohms. There was one patient alert for lead failure predictor value on (B)(6) 2012. There were two ventricular nonsustained tachycardia episodes less than or equal to 205 ms on (B)(6) 2012. There were five lead failure predictor high rate nonsustained episodes less than or equal to 212 ms per average ventricular cycle between (B)(6) 2012. The ventricular short interval count was 145.4 counts on average per day in 1.89 days between (B)(6) 2012. The device was also returned and analyzed. It was noted the defibrillation coil was fractured and distorted. There was blood/body fluid (not obstructed) on the defibrillation conductor. The outer insulation had a breached depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix.